Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, an ht command guide wire (gw) was advancing through a non-abbott catheter that was outside the patient's body; however, the distal end of the gw became separated. The gw was not used in the patient and the procedure continued with a new ht command gw. The replacement gw was successfully used with the same non-abbott catheter to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication to suggest a lot specific product issue exists. Based on the information provided, the investigation determined the cause for the reported separation was due to the circumstances of the procedure. In this case, it is likely the guide wire was damaged during the insertion process or during removal. The observed bent material, deformation, and scratched material are related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.